Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter in the charged-coupled device (ccd) glass, a chip in the light guide cover glass, and the back end of the light guide bundle is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported event of dark image is caused by foreign matter in ccd glass. The foreign matter in the ccd glass, chip in the light guide cover glass, and damage to the back end of the light guide bundle are likely to have been caused by a third-party repair. The event can be prevented by following the instructions for use which state: repairs may only be performed by qualified servicing personnel that has been authorized by olympus. Contact your olympus representative or an authorized service center for repair and warranty information" and "warranty claims" lists "any warranty claims towards olympus are forfeited if the user or unauthorized persons attempt repair or modification of the product. Service centers do not accept warranty claims for damage caused by inadequate packaging." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a dark image. The reported malfunction occurred at an unspecified time. There were no reports of patient harm.